Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient came back to the medical facility the day following the initial report and motor stall and recovery were confirmed recorded in the event logs. The motor stall recovery was noted in the logs on (B)(6) 2015 at 3:30 pm; the reporter stated they were "certain they had interrogated after 3:30 that day." The motor stall was confirmed to be caused by the patient having an MRI or other medical procedure.

Event description:
It was reported that there was a confirmed motor stall noted in the event logs, with no motor stall recovery recorded. According to the hcp, the motor stall was caused by the patient having a magnetic resonance imaging (MRI), which was unrelated to the patient's device therapy. The patient had the MRI appointment a 1:00 pm on (B)(6) 2015, and the stall occurred at 1:13 pm. As of 3:30 pm, that same day, there was still no stall recovery. At the time of the call, the pump was alarming, and the patient had no symptoms. The pump was interrogated for the event logs approximately 7 times, but no recovery was noted. The pump was being used to deliver gablofen (baclofen). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).